Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported left side deflation and "size was shrink." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, visibility/palpability.

Event description:
Healthcare professional reported left side deflation and "size was shrink." Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side deflation and "size was shrink." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as fold flaw opening. Visibility/palpability: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.